Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to low out of range pacing impedances, measuring less than 200 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. The lead was reprogrammed. In addition, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and the device recorded noise in the daily ra lead impedance measurements. In the absence of a lead impairment, these measurements are indicative of a device hardware issue. Technical services (ts) discussed troubleshooting options to confirm lead integrity. Ts recommended device and/or ra lead replacement. Additional information was received which indicated that a revision procedure occurred. The ra lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits. The pacemaker was explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to low out of range pacing impedances, measuring less than 200 ohms. After the lss, noise was oversensed, which resulted in inappropriate atrial tachy response (atr) episodes. The lead was reprogrammed. In addition, the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and the device recorded noise in the daily ra lead impedance measurements. In the absence of a lead impairment, these measurements are indicative of a device hardware issue. Technical services (ts) discussed troubleshooting options to confirm lead integrity. Ts recommended device and/or ra lead replacement. No adverse patient effects were reported. Additional information was received which indicated that a revision procedure occurred. The ra lead was tested on the pacing system analyzer (psa) and the measurements were within normal limits. The pacemaker was explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.